Event description:
The device was used during a thoracoscopy with right and middle lobectomy. On the first two firings the staples did not form properly. Subsequently, bleeding was observed. On the third firing, the instrument broke and the knife disengaged into the pt's cavity and was not retrieved. The surgeon removed the device and applied another one to complete the procedure.

Manufacturer narrative:
09/15/1997-supplement report #1 submitted to FDA.